Event description:
A doctor of ophthalmology reported that a vitreous cutter had poor aspiration during a procedure. The procedure was completed after exchanging the product. There was no patient harm.

Manufacturer narrative:
The probe was returned for evaluation. No further information was able to be obtained from this customer. The probe was manufactured on august 28, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The probe was connected to a calibrated system for functional testing. The probe was found to be functioning as intended. No problem was found with the product. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).